Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Quality engineering confirmed the reported condition as a battery depleted alarm. The root cause was determined to be battery voltage dropping below 10.8 volts. No action was necessary to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "bad is low." It is unknown when or at what point in the process this condition occurred. Quality engineering confirmed the reported condition as a battery depleted alarm, which interrupted delivery. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. There was no known patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review revealed no previous service events were related to the reported condition.